Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The cause of the aic issue was most likely due to a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced false placement signal alarms were noted. No clinical details regarding resolution or patient involvement / condition were provided.